Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional) te's has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG a and the front therapy electrode. There was no sign of external damage to the cable. The root cause for he open wire was excessive force. No adverse event resulted form the open pulse wire.